Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered several inappropriate electric shocks, which was believed to be caused by oversensing. Low amplitude was also observed. The plan is replaced de s-ICD with a transvenous device. Currently, this s-ICD system remains in service and no additional adverse patient effects were reported.